Event description:
Reportable based on the analysis completed in 2005. It was reported that during a coronary drug eluting stenting treatment procedure the stent would not cross the lesion. The target lesion was located in the mildy tortuous, 90% stenotic first obtuse marginal branch (om1). The lesion was predilated with a 2.50x20 unknown balloon. A 3.00 x 24 taxus expess2 drug eluting stent was advanced, but was unable to cross the lesion. The stent was removed and the procedure was successfully completed using a 3.00 x 24 liberte stent. No patient complications were reported. The patient is reported as 'satisfactory/good'.